Event description:
Drug/diluent: unk. Fill volume: unk and flow rate: unk. Procedure: minimal invasive aeortic valve replacement. Cathplace: subpleural region. Catheter broke. When catheter was flushed by doctor, resistance was felt and catheter was removed. It was noticed that the tip was sheared and probably retained in the body. It was determined there was more risk involved in removing the tip of the on-q silversoaker catheter, pt was made aware and agreed. Catheter discarded. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: no sample rec'd for eval and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. The directions for use (dfu) (B)(4) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (B)(4). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets (B)(4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. Results: w/o the actual product, an analysis cannot be conducted. If add'l info pertinent to this complaint, a f/u report will be filed.